Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "replace sensor" message after 1 day of wearing the sensor and therefore being unable to obtain glucose results. As a result, customer experienced a loss of consciousness but was able to self-treat (unspecified). No third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "replace sensor" message after 1 day of wearing the sensor and therefore being unable to obtain glucose results. As a result, customer experienced a loss of consciousness but was able to self-treat (unspecified). No third-party treatment was reported. There was no report of death or permanent injury associated with this event.